Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a partial display. The customer¿s blood glucose level was 165.6 mg/dl . Customer states that the pump's screen was almost completely blurred. The pump cannot be used because there are no visible any doses .the insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with cracked and bleeding lcd glass. We were unable to verify operating currents or perform functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test due to physical damage to lcd. The device was received with minor scratched display window and case.